Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
A health care professional (hcp)called and reported that the rvc (right ventricular coil) impedance has been intermittently high since (B)(6) 2016 on the right ventricular (rv) lead and was wondering what the company technical services thoughts were on this. It was noted that the hcp was going to contact the patient¿s ep (electrophysiology) physician and discuss. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead is suspected of a possible fracture. It was noted that extraction of the lead was attempted but later abandoned after the lead was not able to be fully extracted. Therefore, the rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.